Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09251. It was reported that the patient presented for a generator changeout procedure. Upon interrogation, the right atrial lead exhibited noise. Fluoroscopy was performed and revealed externalized conductors on the right ventricular lead. The physician explanted and replaced both leads. The patient was in stable condition.